Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow-up, premature battery depletion was suspected on the device, so it was explanted and replaced. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The device was returned for premature battery depletion and the field event was not confirmed. The device was found to be within estimated longevity. Testing of the device revealed no anomalies.